Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed that the harmonic ace instrument "white gasket" or teflon pad gets detached. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Based on the claim against the product by the customer noting detachment issues, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. Missing material, approximately 0.07¿ x 0.04¿ and 0.06" x 0.02 was not returned back. The probable root cause of the teflon pad peeling off is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. Failure analysis found the primary failure of teflon pad damage to be related the customer reported complaint. Additional observation not reported was that the instrument was found with surface damage to the curved blade. Scratch/abrasive marks were found on the curved blade. Damages to the blade are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage was detected by the generator with an error during self-test. Root cause is attributed to mishandling/misuse. This complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.